Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified the blue impactor tip has fracture into 3 pieces ¿ all material was returned. The impactor tip shows wear & tear that indicates repeated use. Fracture analysis: fracture surface artifacts of hackle marks and river lines suggest the overload mode of failure. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Will be returned.

Event description:
It was reported that while impacting the glenoid component with the alliance impactor, the plastic end of the impactor fractured into several pieces. Another tray had to be opened to find an alternative impactor for dr. (B)(6) to perform final impaction of the implant. There was no patient injury as a result of the malfunction. Attempts have been made and there is no further information at this time.